Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that dust/lint material found on the catheter. Discarded the catheter and opened of a new package.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material contamination is inconclusive due to the state of the returned sample. One photograph of a 20 g accucath was returned for evaluation. An initial visual observation of the photograph showed what appeared to be dust on the tip of the needle and catheter. Smaller dust particles were observed along the length of the catheter. The housing and packaging were not visible in the photograph. No obvious use residue was observed on the sample. The complaint of foreign material contamination could not be independently confirmed without evaluation of a sealed kit; however, the report of foreign material contamination has been documented and included in complaint trending. This type of complaint will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. This complaint will be recorded for future trending and monitoring purposes.